Event description:
I had a skin cancer removed from my right rib area. The dermatologist covered the wound with a (B) (4) brand bandage and the wound started to heal. I used a different brand of bandage, dukal corp adhesive bandage (7602), nine days later. Twenty four hours later, there were large welts on my skin where the adhesive part of the bandage contacted my skin. I have a picture of the welts for proof of the problem and can email them if necessary. Dose or amount: na. Dates of use: one time: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: wound protection. Event abated after use stopped or dose reduced: yes.